Event description:
This report is being filed after the subsequent review of the following journal article, "comparison of two different locking plates for two-, three- and four-part proximal humeral fractures-results of an international multicentre study" audige l.,et al. 2011 international orthopaedics;36:1051¿1058. The study was conducted to compare the functional outcome, anatomical restoration, and complication rate of 318 patients with 2-, 3- and 4-part proximal humeral fractures treated either with a locking proximal humeral plate (lchp)(synthes (B)(4)) or a proximal humeral internal locking system (philos)(synthes (B)(4)). Outcome measurements included constant and neer scores, evaluation of local pain, complications and radiographic assessment at one year. Patients from both treatment groups experienced post-op pain. Patients also had secondary loss of reduction/impaction, five patients experienced sub acromial impingement and four deep wound infections. The article does not state which of the plates were involved in these complications. There were secondary screw perforations and forty two primary screw perforations of the humeral head. This is report 1 of 2 for (B)(4). This report is for unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. "Comparison of two different locking plates for two-, three- and four-part proximal humeral fractures-results of an international multicentre study" audige l.,et al. 2011 international orthopaedics;36:1051¿1058. This report is for unknown plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. (B)(4) secondary loss of reduction/impaction as described. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.